Manufacturer narrative:
Results evals: investigation: smith medical international's investigation stated that the report of cuff leakage was confirmed. The source of the leakage was identified as a tear or 1.28mm, 22mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint for this product lot and the first complaint of this nature of this product code. A further review of manufacturing records confirmed the presence of a 12 hour inflation check carried out on 100% of this line. Root cause: it is stated that the product was tested prior to use and only because deflated 20 hours following insertion; as such, this incident is unlikely to be the result of a manufacturing fault. We feel the most likely cause for this incident is that the cuff became damaged following inflation of the cuff. Though, these products are designed to be as robust a functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. No corrective action was taken as a result of this incident but all details have been entered into the complaints history database for future trending.